Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00280, 00282. This event occurred in (B) (6).

Event description:
Allegedly removed during revision surgery.